Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator experienced an inappropriate shock and presented to the emergency department. The boston scientific sales manger was able to organize for the patients home monitoring system to be brought into the hospital. An interrogation was performed and data was provided for review. The stored egm showed an episode of inappropriate therapy caused by conducted atrial fibrillation. The device was reprogrammed to increase the vt detection zone. No additional adverse patient effects were reported. This device remains in service.